Manufacturer narrative:
The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported.

Manufacturer narrative:
The visual inspection of the customer's returned ac power cord revealed no obvious wear, damage, or cuts along the main conductor insulation. A failure investigation (fi) technician installed the ac power cord into a fi ventilator to duplicate the reported issue of the ventilator, gave an alarm, and then shut down. The fi technician identified the issue was caused by a failure in the esa resistance test. Verified reported failure. High pin-pin resistances were noted on all conductors. The root cause was determined to be worn out.

Event description:
The customer reported a ventilator failed on a patient, gave an alarm, then shutdown. The device was reported to have been in clinical use at the time the issue was discovered. Additional patient information has been requested from the customer. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse), who confirmed the reported issue. The device was reported to have been in clinical use at the time the issue was discovered. Additional medical interventional and patient information has been requested from the customer. The customer did not reply. No patient or user harm was reported. The philips field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba) and power cord. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.